Manufacturer narrative:
Evaluation: results - visual inspection of the returned product showed that one haptic was torn off and a piece of the optic and the other haptic was torn off and missing. There was a clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic got caught in cartridge. The lens was removed without enlarging the incision and no sutures were needed. There was no patient injury.